Event description:
A customer stated they experienced a "shock" with the abbott diabetes care (adc) device. In addition, the customer reported that once they put on the adc device, they felt a "shock," and is noticing residual tingling randomly in both bicep areas. The customer has communicated this to their healthcare professional (hcp) "in the last 4-10 days." There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the sensor patch. No burn marks or components damage were observed. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no burn marks or damaged components were observed. A further extended investigation was conducted. Visual inspection was performed using a digital microscope on the returned pcba (printed circuit board assembly). Contamination from liquid ingress was observed on the pcba. The initial scan was reviewed, and the sensor was found to be in state 8. Source measurement unit (smu) test was executed using the test fixture to assess the functionality of the returned puck and verify the accuracy of its readings. The returned puck transitioned to state 4 (active paired), indicating it had entered a normal operational mode and was fully functional. Electrical current measurements were found to be within specified range. Additionally, a poise voltage test was conducted, and the voltage was measured within the yielding results specification. This indicated no problems with electrical signal lines integral to the glucose reading process. A sensor thermistor test was performed. The results revealed that the temperature difference between the puck and the room was within the acceptable limits, confirming the proper functionality of the puck's thermistor. An on and off current test was performed to determine if a component on the pcba was drawing excess current from the battery and both results were within the required specification which indicated that the returned sensor was not drawing excess current from the battery in both the active and non-active state. The returned sensor passed all testing, and no evidence of product malfunction was observed during the investigation. There was no abnormal current consumption measurements were observed during testing that may result in overheating or electrical shocks. The returned sensor functioned as intended, and no evidence of smoke, fire, or shock was observed during the investigation. Although there was some contamination due to liquid ingress observed on the board, the amount was insufficient enough to cause any effects on the functionality of the sensor. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits met specifications prior to release to distribution. Section d4 (primary UDI number) has been updated. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer stated they experienced a "shock" with the abbott diabetes care (adc) device. In addition, the customer reported that once they put on the adc device, they felt a "shock," and is noticing residual tingling randomly in both bicep areas. The customer has communicated this to their healthcare professional (hcp) "in the last 4-10 days." There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.